Event description:
It was reported that a biventricular assist device (bivad) patient intentionally disconnected the driveline and there were pump stops on both devices. The driveline was disconnected due to the patient being complex to manage, and the patient having poor self care and adherence to guidance/education. Log files were submitted for review and captured the mentioned driveline disconnect events on 05aug2025. There were no other unusual events. The patient presented to the clinic 4 days following the event and stated there were no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnect. The account reported that the patient intentionally disconnected the driveline, causing the pump to stop. The patient was complex to manage and had poor self-care and adherence to guidance/education. The controller event log file contained events from the reported event date of 05aug2025. The log file captured 5 separate driveline disconnections and reconnections over a span of approximately 40 minutes. There were no abnormal alarms or events leading up to these disconnections. Of note, low flow alarms were captured during the pump stop events. The total pump downtime was approximately 5 minutes over the course of the 5 pump stop events. The pump restarted as designed following each driveline reconnection and no abnormal alarms or events were captured for the remainder of the log file. The pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, is currently available. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿.¿ the patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.